Manufacturer narrative:
Analysis found the insulation of the df-1 rv cable abraded which resulted in a short between the df-1 rv and df-1 svc shock coils. The efte coating of the df-1 rv cables was damaged.

Event description:
Revision due to dislocation.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.